Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. As a preventive measure, the stm replaced the fiber optic module. In addition, the stm replaced the expired 9v battery and expired tidal volume disk. The stm then completed preventative maintenance (pm), all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the fiber optic catheter on the cardiosave intra-aortic balloon pump (iabp) did not display the pressure readings. There was no patient harm and no adverse event was reported.